Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the therapy pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process and the device would lock up. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. There was no patient use associated with the reported event.